Event description:
It was reported that the patient underwent a kyphoplasty at t7. It was reported that the tip of the curette broke on initial engagement. A second instrument was opened and used in its place, completing the case successfully. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review confirms the score line or safety groove to be broken. Functional evaluation confirms the instrument tip does not articulate. The instrument locking mechanism functions properly at 0, 30, 45, and 90 degrees. The broken score line separated the tubing assembly (including the curette head) from the metal assembly; as a result, the curette became inoperable, as intended by design. The score line is designed to separate the curette shaft in response to excessive torsional resistance encountered at the curette tip. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of the distal tip. The above observations are consistent with exceeding the design limits of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.